Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they had a high blood glucose value of above 400 mg/dl. Customer confirmed that the ketones was high. Customer also stated that the insulin pump had no delivery alarm. The customer was treated high blood glucose with insulin injection in the hospital. Customer confirmed that the cannula was not bent and performed cannula test and it was pass. The device will not be returned for analysis.